Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's insulin on board calculation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was exercised for a minimum of 48 hours on the users programmed basal rate. The pump was returned with the iob duration set for 2.5 hrs. A 10.0 unit normal bolus was programmed and delivered during investigation with the iob duration set to 2hrs, at 12:43pm, no iob was present before bolus delivery. 2 hours after the 12:43pm bolus delivery, the iob remaining in the status screen showed that there was a remaining iob of 0.21u. The insulin on board algorithm was behaving in a way that is different than the user¿s expectation. Claims of remaining insulin on board in the vibe pump was escalated for review in the past and it was determined that remaining amounts of 7% of the bolus delivery or less is part of the normal functionality of the pump and does not pose any risk to the patient for complete analysis. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.